Event description:
It was reported that the patient suffered a syncope episode which caused them to "fall off of the golf cart." The patient also reported feeling "thumping" in their chest approximately ten times after the fall. Impedances and thresholds were shown to be in range. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.